Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range pacing impedance measurements. It was reported that the measurements had been greater than 2,000 ohms for over a year. The device was expected to reach explant battery status within the next seven months and the physician planned to continue monitoring the lead until the replacement procedure was due. There were no episodes showing noise, r-wave measurements were acceptable, and pacing threshold measurements had increased from 3.5v @ 0.8ms to 4.0v @ 0.8ms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all set screws moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high, out-of-range pacing impedance measurements.

Event description:
Boston scientific received additional information that the device was explanted due to normal battery depletion. At the replacement procedure, no changes were made to the chronic rv lead. The implant registration form documented the rv pacing impedance measurement as 1,122 ohms and the pacing threshold measurement as 3.20v@1.0ms. The device was returned for laboratory analysis. No adverse patient effects were reported.